Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a tendon repair procedure on (B)(6) 2015. During the procedure, an anchor would not deploy properly. Three other anchors were used without issue to complete the surgery.

Manufacturer narrative:
Evaluation of returned device could not confirm the complaint. The returned parts were insufficient to evaluate the event issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "excessive force may cause damage to the device and/or adversely affect its performance." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.